Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The valve seal was disengaged from the trocar body. The balloon was inflated; no leaks were detected. Evidence of normal amount of glue was observed in the valve body. Visual and functional testing of the returned product confirmed the product, as received, met/ release specifications. Product analysis suggests the product was used in a surgical procedure . The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. No enhancements or improvements were generated for the reported condition. Replication of the disengaged seal may occurs from forceful, prolonged handling of the device. Improper removal from the cannula can create the condition on the unit. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap hernia repair, the grey cap went down through the channel. No patient information will be provided by the hospital. During use a swab was used to clean out port. During cleaning the grey cover snapped off. The patient was not injured. The issue was solved by opening another port.

Manufacturer narrative:
(B)(4).